Event description:
The manufacturer received information alleging a ventilator's display screen was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue.